Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: (B)(6) 2018 (month and year valid), as an approximation due to information provided indicating it was identified at the one-month follow-up (date unknown) that the patient was permanent pacemaker dependent. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, it was noted the patient was a pacemaker carrier for unknown reasons. It was noted that prior to valve implant the patient was not a pacemaker carrier. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.